Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, the leading haptic was torn and missing. The iol was removed and replaced at the time of the surgery with another lens. But this increased the surgery time and inflammation remained. The patient was originally seemed to be difficult to obtain good visual acuity, so the patient is now under follow-up observation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the nozzle. No damage observed. The lens is returned outside of the device, wrapped in a surgical gauze. Solution is dried on the lens. The lens is cut in the middle of the optic. One haptic is broken/torn and not returned. Returned video shows an intraocular lens (iol) implantation with company device procedure. However, only the nozzle tip is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated; it does not show lens position and advancement through the nozzle or inspection at the pause location. The device comes into picture when intraocular lens (iol) is being implanted. The iol is inserted into the eye. The leading haptic is broken/torn and not visible on the video. The iol is cut in the middle of its optic and removed. Replacement iol is successfully implanted. The root cause for the broken haptic could not be determined. The returned video does not show preparation of the device. Only the nozzle tip is visible on the video, due to this, the lens position in the nozzle cannot be confirmed. It is unknown at what point the haptic breakage has occurred. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscoelastic devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. In addition, the instructions for use (IFU) instructs: visually inspect the lens to determine the position of the leading and trailing haptics at the pause location. The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).